Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg had become more superficial than before. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg had become more superficial than before. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected on the ipg.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg had become more superficial than before. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg had become more superficial than before. The patient will undergo a revision procedure.